Manufacturer narrative:
Investigation results: to date, this device has not been returned for eval. A f/u report will be sent upon completion of the investigation.

Event description:
The customer reported that during use of this standard meniscectomy electrode in a knee arthroscopy, the tip of the electrode broke off in the pt's knee. The tip was removed resulting in an approx 20 minutes delay, and the procedure was completed as intended without pt injury.